Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient lost coverage. High impedances were noted. Database analysis confirmed high impedances on contacts #1 -#16 and #25-#32. The physician suspected lead fracture and malfunction. The physician recommended lead replacement. No further course of action.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. Model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Additional information was received that the patient¿s leads and ipg were defective. The patient underwent an explant procedure.

Event description:
A report was received that the patient lost coverage. High impedances were noted. Database analysis confirmed high impedances on contacts #1 -#16 and #25-#32. The physician suspected lead fracture and malfunction. The physician recommended lead replacement. No further course of action.

Manufacturer narrative:
Sc-1132 (sn (B)(4)): device evaluation indicated that the spectra ipg would not be charged nor linked due to damaged u2-asic. The battery was completely depleted. Excessive sleep current leakage and hot spot were detected on u2-asic. Vh to ground measured low resistance. The device data could not be obtained as the device would not power up with an external power supply. Exposing the ipg to high voltage transients can cause this type of failure. Sc-2316-50 (sn (B)(4)): device evaluation indicated that the complaint was confirmed. Although the lead body was cut and only the proximal end was returned, x-ray inspection revealed electrode #2 was fractured in the distal array. No cables were exposed. The fractured cable resulted in the reported complaint of high impedance. Sc-2352-50 (sn (B)(4)): device evaluation indicated that the lead was cut, and the proximal tip was not returned. X-ray inspection on the remaining of the lead found no cable fractures. Damage to the lead was a result of a typical explant procedure and it is not considered a failure. Sc-2352-50 (sn (B)(4)): device evaluation indicated that the complaint was confirmed. All eight cables were fractured at the kinked section of the lead body where the clik anchor was positioned. Cables were fractured 1 cm from the clik anchor set screw mark. No cables were exposed. The fractured cable resulted in the reported complaint of high impedance. Sc-3400-30 (sn (B)(4)): device evaluation indicated that visual/x-ray inspections and impedance measurement test confirmed that all cables were intact. However, the device setscrew was missing. Sc-4316 (ln 14802054): device evaluation indicated that each of the three clik anchors had a damaged eyelet, and one of the damage eyelets had a missing silicone material.

Event description:
A report was received that the patient lost coverage. High impedances were noted. Database analysis confirmed high impedances on contacts #1 -#16 and #25-#32. The physician suspected lead fracture and malfunction. The physician recommended lead replacement. No further course of action.